Manufacturer narrative:
Findings: pump received with the operating currents within specification and passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 9 am with a blood glucose level of 424 mg/dl. The customer felt symptoms of nausea and vomiting. The customer treated their blood glucose levels with manual injections. The customer stated that they have been experiencing diabetic ketoacidosis 4 times since starting insulin pump therapy and has lost confidence in the device. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot the issue. The customer returned the product for analysis.